Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following information was obtained: the customer indicated that the instrument underwent a visual inspection before the operation and the visual inspection did not show any damage to the instrument. The customer indicated that the device did not collide with another device during the operation and no arcing was observed during the procedure. There was no patient injury due to the instrument issue.

Event description:
It was reported that during a da vinci-assisted nephropexy surgical procedure, the maryland bipolar forceps instrument did not transfer energy. When removing the instrument for testing, a cable was seen loose in the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was found to have an exposed cable at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.